Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208786726, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 28-aug-2018, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for idiopathic urinary retention since 2012. It was reported that the patient experienced worsening of urinary status (bladder emptying). It was unknown if any diagnostics/troubleshooting was performed. The action taken to resolve the event was urethral dilatation was performed, to improve bladder emptying. The event was not related to any device component, but possibly related to stimulation. The event was ongoing. No further complications were reported or anticipated.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the stimulator did not have any issues but it was decided to do a replacement in the meantime as the device was implanted for four and a half years. The event was reported as ongoing.

Manufacturer narrative:
Continuation of d11: product ID 309328, lot# 0208786726, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 309328, lot# 0208786726, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was reprogrammed (B)(6) 2019.

Manufacturer narrative:
Concomitant medical product: product ID 309328 lot# 0208786726 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that he event was resolved (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the worsening of urinary status was due to probable urethral stenosis. No changes were made to the stimulation parameters.

Manufacturer narrative:
Product ID: 309328, lot# 0208786726, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Device code belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that no improvement was seen after urethral dilatation. On (B)(6) 2019 lead migration was identified on radiography. The lead and ins were replaced on (B)(6) 2019.